Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 (mg/dl). Customer consumed cookies and juice to treat bg level. Reportedly, customer made changes to their personal profile with the guidance of their health care provider prior to the low bg event. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data showed a 7.4 unit bolus delivered at 7:15 am on (B)(6) 2016. Another bolus of 11 units was requested and delivered at 8:18 am while the pump registered 5.98 units of insulin on board (iob) from the previous bolus delivery. A blood glucose (bg) value of 48 (mg/dl) was recorded in the pump data one hour later. Another bolus of 7.48 units was requested and delivered at 12:20 pm while the pump registered 0.55 units of iob from the previous bolus delivery. The basal insulin rate of the pump was set to 2.5 units/hour on (B)(6) 2016. A review of the customer's more recent pump data showed that their basal insulin rate is now set to 1.2 units/hour and 1.3 units/hour. Customer may not have been calculating carbohydrates for boluses correctly and/or their basal insulin rate on (B)(6) 2016 may have needed adjustment. The log review does not show any evidence of a pump malfunction.